Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that they experienced high blood glucose over 450 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 319 mg/dl. Customer blood glucose reading at the time of the incident was over 450 mg/dl. Customer treated their high blood glucose with manual injection. High blood glucose reading stared on early (B)(6) 2017 at 2:00 am. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer drive support condition was not mentioned. Customer infusion set was changed on (B)(6) 2017 at 3:45 pm. Customer did not mention if the cannula was bent. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer did not have clamp to troubleshoot for high pressure test. Insulin pump will not be returning for analysis.